Event description:
Syringe with needle use for covid-19 under emergency use authorization (eua): needle disconnected from syringe when preparing vaccine. That syringe was discarded immediately. No harm or injury to patients were resulted in this incident. Remainder of the specific brand supplies were removed and discarded from the clinic at that time to prevent injury or harm to any patients. Unfortunately, the supplies were disposed of at that time of this incident. Brand and manufacturer name were not kept after this incident and this information is not available for this report. Nddoh was notified of this incident on 1-19-2022 and it was their guidance to report this defect to the us FDA per state and federal requirements. FDA safety report ID # (B)(4).